Event description:
It was reported that the echocardiogram showed cannula in good position, septum midline. A computed tomography (CT) scan of the heart did not show thrombus. Thrombus was not confirmed.

Manufacturer narrative:
Manufacturer investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product available for investigation. A specific cause for the reported events could not be conclusively determined through this evaluation, and a direct correlation with heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively established. A review of the submitted log file from (B)(6) 2021 found that the pump maintained a stable speed above the low speed limit without issue. Power and estimated flow remained stable throughout the log file. The system appeared to be operating as intended, and there were no notable alarms active in the log file. The patient remains ongoing on (B)(6) with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 26mar2020. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. The IFU provides an explanation of each of the pump parameters, including pump power and flow, in sections 1 and 4 "system monitor". Section 1 (under "explanation of parameters") explains that device power is a direct measurement of pump motor voltage and current. Changes in pump speed, flow, or physiological demand can affect pump power. Abrupt changes in power should be evaluated for cause. In addition, device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. Since the flow displayed on the system controller is a calculated value, it becomes imprecise at the low and high ends of the linear power-flow relationship. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays ¿+++¿ or ¿---¿. This prevents the display of inaccurate flow information. Section 4 cautions that no single parameter is a surrogate for monitoring the clinical status of the patient, and the changes in all parameters should be considered when assessing any clinical situation. Section 6 (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted on (B)(6) 2021 due to suspected pump thrombosis. The patient reported "no flow", a pulsatility index of 2, p: 2.6, international normalized ratio of 1.4, and lactate dehydrogenase level of 685. A right heart catheterization and echocardiogram were conducted. The patient was placed on heparin and lactate dehydrogenase levels began trending down. The log file did not contain data which would lead to suspicion of thrombus within the motor chamber.